Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain/discomfort at the implant site and a "pinching" sensation while sitting for long period of time. It was noted that the battery pocket was too large and, when sitting, the neurostimulator would move and cause pain. The pt had a revision. The pt recovered without sequelae.